Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. The pump is available and is being returned for investigation. D6 explant date was updated accordingly (with d6a implant date repopulated).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support via right axillary artery access, leakage of clear fluid was observed from the catheter at the red impella plug. The clinical team was made aware of the observation. No alarms were reported on the automated impella controller (aic) at the time of the event. Potential causes and management considerations related to fluid leakage at the red plug were discussed with the clinical team. The decision was made to continue support with ongoing monitoring, and the device was not replaced. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.